Manufacturer narrative:
B5: describe event or problem - additional h2: if follow-up, what type - additional information h6: adverse event problem - additional.

Event description:
Data was evaluated and the allegation was confirmed. The probable cause was determined to be the sdk alert state machine was returning an invalid trigger time that enables and disables the profiles.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert settings altered themselves. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.